Manufacturer narrative:
The lead was returned with no reported event. A partial lead was returned in two pieces for analysis. Visual inspection of the partial lead found three internal insulation abrasions at 8.6 cm ¿ 12.9 cm, at 16.3 cm ¿ 17.1 cm, and at 27.8 cm ¿ 28.5 cm from the distal tip breaching the right ventricular and ring electrode cable lumens proximal to superior vena cava shock coil and between the shock coils with procedural damage to the inner coil lumen and cable coating. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.